Manufacturer narrative:
Patient ID/initials, age/date of birth and weight are unknown. 510k: this report is for an unknown femoral plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in patient as follows: it was reported that on (B)(6) 2014 the patient had a car accident. The same day the patient had an intervention and was implanted with devices; the patient also had osteosynthesis in both knees. Sometime in (B)(6) 2015 the patient had pain due to broken screws in the right femoral nail. On (B)(6) 2015, the broken screws were removed. On (B)(6) 2015 the patient had pain again. A broken screw on the right femur and the nail on the left side were removed. On (B)(6) 2015 the patient had a new intervention. The broken plate was extracted. Sometime in (B)(6)2016 the patient had another new intervention. No further information was made available. The manufacturer for the nail and screws is unknown. This report is for an unknown femoral plate. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Due to the car accident the patient suffered from a comminuted double fracture in left femur, a comminuted fracture in right femur, a contused pre-right patellar injury. On (B)(6) 2014 the patient underwent an orthopedic reduction w/ osteosynthes in left femur using locked intramedullary static nailing and an open reduction and osteosynthesis of right femur using a locked intramedullary static nailing w/ cerclage. The patient was hospitalized until (B)(6) 2014 and then underwent forty-five (45) days of follow up care. It was noted that there were serval additional surgical procedures performed at sight. The patient experienced pain and in (B)(6) 2015 diagnosed with pain in right knee at broken locking screws in right femur nail. The manufacturer of the nail and screws is unknown. Ablation of broken screw and distal re-locking of right femur nail was performed on (B)(6) 2015; part of the screw could not be extracted. A second operation was performed on the same site four months later. The patient had persistent pain. In (B)(6) 2015 diagnosed with non-union in both femurs. Underwent bilateral graft decortication ablation of broken screw on right, internal de-rotation of right femur followed by osteosynthesis of distal femur locking compression plate (lcp). On the left side, the nail was changed. Graft from pelvic bone was used on both sides. A third operation was performed on the same site; it was noted the knee had been made fragile by the first two procedures. The patient remained in the hospital until (B)(6) 2015. On (B)(6) 2015 the patient was diagnosed with a one quarter interior non-union requiring surgery; an ablation of osteosynthesis material with non-synthes plate procedure was performed. This fourth surgery was performed on the same site. It was noted the breakage occurred post-trauma after a few weeks in the rehabilitation center and the hospital report indicated the breakage was in material attested to the evolving non-union and non-consolidation with an underlying condition due to significant smoking. The patient had to undergo another surgery in (B)(6) 2016.

Manufacturer narrative:
Catalog number and lot#. UDI# (01)07611819189133(17)250201(10)9390500. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review has been requested and is pending completion. Corrected data: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: 5.0mm locking screw (part# 213.370s, lot# 9486596, quantity 1); 5.0mm locking screw (part# 213.370s, lot# 9351952, quantity 1); 5.0mm locking screw (part# 213.365s, lot# 9263792, quantity 1).